Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 13.2mm tmicl 13.2 implantable collamer lens of diopter -10.00/1.0/089 (sphere/cylinder/axis) into the patient's eye. The patient experienced a low vault. The lens was explanted. H6- remove "health effect - impact code: 2199" claim\# (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2mm tmicl 13.2 implantable collamer lens of diopter -10.00/1.0/089 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. The lens was explanted. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -9.5/1.0/093 (sphere/cylinder/axis) was implanted into the patient's eye. Low vault was observed.

Manufacturer narrative:
Work order search found no similar complaints. (B)(4).

Manufacturer narrative:
Corrected data: b5 a 13.2mm tmicl13.2 implantable collamer lens of a -10.0/1.0/089 (sphere/cylinder/axis) was implanted into the patient's eye. H3: device evaluation: product was returned with liquid in a vial. Visual inspection found no visible damage to the lens. H6: work order search found no similar complaints. Claim#: (B)(4).